Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stored electrograms revealed noise on the right atrial lead. The noise was reproducible with isometrics. During the lead revision procedure, the lead was found to be fractured and was capped and replaced. The patient was in good condition post procedure.